Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The account found a screw missing on the brake rod support bracket. The account replaced the screw and reattached the support bracket to repair the bed.